Event description:
It was reported that during a surgical procedure at the user facility, the tourniquet cuff twisted during inflation which caused skin irritation. Grease and a bandage were applied to the area. The procedure was completed successfully with no delay. No further medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
The actual device reported in this event was returned for evaluation. No cosmetic defects and no assembly or material integrity issues were noticed upon visual and functional inspection. The device is non-repairable and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the tourniquet cuff twisted during inflation which caused skin irritation. Grease and a bandage were applied to the area. The procedure was completed successfully with no delay. No further medical intervention or adverse consequences were reported with this event.